Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the zoll thermogard xp ivtm console displayed intermittent error messages m ID: 09 (air trap assembly) and tcm ID: 06 (ce post failure). The user was unable to clear the error messages, therefore treatment with the zoll thermogard was discontinued. Another thermogard xp console was used to continue therapy. No patient sequelae was reported, the patient was stable and talking. No additional information was provided.

Manufacturer narrative:
The thermogard xp was evaluated and serviced at the customer site on april 5, 2016. The reported event was confirmed during the review of the archive data. The review of the archive data showed error messages, mid:09 (air trap assembly) and tcmid:06 (cooling engine post failure). The micro controller was defective and replaced to resolve the issue. A functional test and electrical safety test were performed on the thermogard xp. The device met all testing criteria with no further issue. Serviced at customer site.